Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the calcification is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the worsening paravalvular leak is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.

Event description:
As reported by an edwards lifesciences field representative, a 26mm sapien 3 valve is failing with increased gradients, stenosis, and paravalvular leak approximately 6 years and 11 months post implant in the aortic annulus. A valve in valve procedure is planned with a 26mm sapien ultra resilia. Per review of the imagery by an edwards lifesciences proctor, the leaflets of the sapien 3 valve were observed to be thickened and calcified, and a there is a calcium spike going down in the left ventricular outflow tract underneath the left coronary cusp / non-coronary cusp commissure.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received. A successful valve in valve procedure with a 26mm sapien 3 ultra resilia valve took place approximately 7 years post implant of the 26mm sapien 3 valve. No further action is required.